Event description:
It was reported that the patient fell down in her tub two weeks after implant and felt shocks. She was told to turn her device off and turn it back on a week later, however, when she went to the hospital to get checked out she lost the programmer. It was later reported that the patient had been charging all day but was not getting anywhere. The patient's recharging statistics were reviewed, and the patient was educated about coupling bars. It was noted that the patient had an appointment scheduled for (B)(6) 2012. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: lead: model 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: na. Lead: model 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: na. Programmer: model 37744, serial# (B)(4). Recharger: model 37754, serial# (B)(4).

Event description:
Additional information received reported that x-rays were taken but were negative. No malfunctions were seen. No interventions were taken other than planning to see the patient in a couple of weeks, but it was noted that was back in august. The patient was currently receiving therapy.